Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding dislocation involving a trident shell was reported. The reported event indicates the patient dislocated, and the shell is not involved in the area of dislocation between the head and liner. Furthermore, there is no alleged failure of the shell. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient arrived at surgeon's office on (B)(6) 2014 with pain in right hip, post op x-ray showed dislocation. Patient advised to report to hospital for admission. Spoke with surgeon's office and asked if patient did anything unusual to cause dislocation. Patient was not clear on how dislocation occurred.

Event description:
It was reported that patient arrived at surgeon's office on 3/28/14 with pain in right hip, post op x-ray showed dislocation. Patient advised to report to hospital for admission. Spoke with surgeon's office and asked if patient did anything unusual to cause dislocation. Patient was not clear on how dislocation occurred.

Manufacturer narrative:
Investigation conclusion was updated based on additional information received. An event regarding malpositioning and dislocation involving a trident shell was reported. The event was confirmed. The device was not returned a DHR review determined the device was accepted into final stock with no reported discrepancies. A complaint history review concluded there have been no other events from this lot. Review of provided information concluded "this case of early dislocation of a total hip arthroplasty with an unstable closed reduction resulted in revision of the components to improve the position and soft tissue tension of the arthroplasty. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ the cause of the reported dislocation can be attributed to inadequate positioning and soft tissue tension. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
It was reported that patient arrived at surgeon's office on (B)(6) 2014 with pain in right hip, post op x-ray showed dislocation. Patient advised to report to hospital for admission. Spoke with surgeon's office and asked if patient did anything unusual to cause dislocation. Patient was not clear on how dislocation occurred.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.